Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device finds the shim is broken. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the shims cracked during trialing within the case. Surgery time was not delayed and all pieces are being returned.